Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (50s mg/dl) and the cause was not known. Juice was consumed to address the bg level. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.